Event description:
The reporter stated that the pt was in (B)(6) when the event occurred. The pt went to the emergency room to remove the needle under the skin. The surgeon was unsuccessful in surgically removing the needle from the pt's arm. The pt then returned to (B)(6) and consulted with her endocrinologist. No further info is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.